Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this system triggered a lead safety switch (lss) due to a pacing impedance measurement greater than 3000 ohms on the right ventricular (rv) channel. Threshold measurements were stable and no noise was observed. A boston scientific technical services consultant documented the clinical observations and discussed troubleshooting. A revision procedure was performed and the associated rv lead was removed from service and replaced. This device remains in service. No additional adverse patient effects were reported.